Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Alleged issue: difficulty in withdrawing the guide. On withdrawing the guide, which could be removed by 5-7 cm, the proximal section (exterior to the urethral) started to pleat. No patient consequences.